Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device had a leak in the screw part that connects to the diet. The set had to be replaced several times, for a total of (B)(4) sets. All from the same lot number. The client informed that it happened during the preparation of the material, before connecting to the patient.